Manufacturer narrative:
(B)(4).

Event description:
During implant procedure after connecting leads to new device, lv capture thresholds were too high on several attempts. The device was removed and replaced with a different device to complete the procedure. The patient is in stable condition.

Manufacturer narrative:
Bench testing was completed on the device confirming normal device function. Pacing outputs were verified to be within specification. The root cause of the capture anomaly could not be determined as the anomaly could not be reproduced on the bench.